Event description:
It was reported that during a new implant, one of the collets fell off the connector that was going to be used to attach the pump catheter segment to the spinal catheter segment. A new kit had to be opened for another connector. No patient harm was reported. The patient's pump was intended to infuse lioresal. It was later reported that the patient was doing well, and no cause had been determined. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).